Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they had a hernia surgery in august and since then they had started dripping all the time and seems to have gotten increasingly worse. Patient said that they increased stimulation a week or so ago and then increased stimulation again today. Ps reviewed information about adjustments/therapy and patient is going to maintain stimulation and monitor symptoms. Patient moved and had address updated with drs, patient looking for managing hcp.